Manufacturer narrative:
Concomitant medical products: fr995-23 tissue valve, implanted: (B)(6) 2012.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion due to high right atrial (ra) lead thresholds. The lead was capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.